Event description:
It was reported that a patient was scanned with an implanted defibrillator. During the scan, the patient went into cardiac arrest. The patient was able to be resuscitated.

Manufacturer narrative:
A1,2, 3, 4, 5, 6: patient information was requested on 3/25/2023, 3/30/2023, 4/6/2023, 4/10/2023, 4/18/2023 and 4/19/2023 but no information has been received. D4 unique identifier: (B)(4). D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
Ge healthcare was informed by the customer that this patient did not have an implanted mr conditional defibrillator or pacemaker. Additionally, it was noted that the patient was successfully resuscitated.

Manufacturer narrative:
Based on additional event information received, the patient did not have an implanted mr conditional defibrillator or pacemaker and was successfully resuscitated. The mr scanner did not contribute to any patient event. This event is considered non-reportable. H3: based on additional event information received, the patient did not have an implanted mr conditional defibrillator or pacemaker and was successfully resuscitated. The mr scanner did not contribute to any patient event. This event is considered non-reportable.